Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. Although requested, it is unknown if a patient was connected to the ventilator at the time of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.